Manufacturer narrative:
The field service representative believes the issue to be sample related. He performed probe adjustment and instrument checks to verify analyzer operation. He also performed precision checks and quality control.

Event description:
Customer experienced two incidents in which erroneous results were generated involving potassium and vancomycin. First incident occurred in 2009, initial potassium result was 1.8 mmol per l, customer repeated the test before reporting and obtained 3.3 mmol per l. Second incident occurred four days later, initial vancomycin result was less than 1.7 ug per ml, the test auto-repeated giving 14.6 and manually repeated with a result of 15.5 ug per ml. The initial result had been reported, the pharmacist did not believe the result and a corrected result of 14.6 ug per ml was sent. The patient was not treated based on the erroneous result. Neither patient was adversely affected by the erroneous results.